Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty dislocation and loosening of the cemented femoral implant as noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient underwent hip surgery at the end of last year. The patient was revised at the beginning of the year due to dislocation. The cemented ld/fx was dislodged from cement mantle during closed reduction of a dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110035368 biomet bc r 1x40 us y49aaa0309, 00785901200 distal centralizer 12 mm o.d. 65509002, 00781805100 endo femoral head 12 / 14 taper 65499504 and 00781809900 endo femoral head adaptor 12 / 14 taper plus 7.0 mm neck length 65366691. Multople MDR reports were filed for this event, please see associated reports: 0002648920-2023-00013. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.